Manufacturer narrative:
Device is a combination product. A promus elite ous mr 24 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with struts along mid-section and proximal end lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18feb2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 3.5x20mm target lesion was located in the moderately tortuous and mildly to severely calcified left anterior descending artery. A 24x3.50mm promus elite mr drug-eluting stent was advanced for treatment; however, the device was unable to cross the lesion due to the tortuous anatomy of the artery. The procedure was completed with a different device. No patient complication were reported and the patient's status was stable. However, returned device analysis revealed stent damage.